Manufacturer narrative:
Based on received information, the recipient's perception decreased over time. In situ measurements showed two channels involved in a short circuit since 2006. An additional channel got involved in the same short circuit in 2018, which would not explain the observed drop in performance as this reportedly begun in (B)(6) 2017 and the recipient did not regularly use the implant system. The device was explanted but, despite requested, has not been received for investigation. A root cause could not be determined due to lack of information. This is combined initial and final report.

Event description:
The user reported to hear distorted sounds with the device since (B)(6) 2017. There were sound changes when applying pressure over the implant side. The distortion could not be correlated to any external factors and would be present for several hours at the time, then it was gone for days before it came back. The recipient did not wear the device constantly for the last years. Re-implantation was performed on (B)(6) 2018. Despite requested, the device has not been made available for investigation.